Event description:
It was reported that the patient has reported for some time that he has pain around the implant location. This has been followed by the clinic trying to find a technical or medical reason for the sensation without success. No evidence of any malfunction has been found after checking the history of the patient. There is no reason for explanation from a technical point of view. The patient has decided to be explanted and has not been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.